Event description:
The power cord sparked when the pes was turned on. The pes would still turn on, but there was sparking from the cords near the power supply. The pes was replaced.

Manufacturer narrative:
One i3 unit was returned with accessories except for the power supply. A golden power supply was substituted for all active testing. External and internal visual inspection of unit revealed exposed wires through the right-angle power extension cable's insulation. A known good right-angle power extension cable was substituted for all active tests. Due to the damage to the power cable, it was deemed hazardous to reproduce the reported event of sparking. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.